Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage(refrigerator).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 194 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated he is storing the test strips in the refrigerator since it is so hot in his home. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date at time of call is two weeks. Due to a bad telephone connection, the meter memory was not reviewed for previous test result history.